Event description:
It was reported that during use of the pump, alarms were experienced and there was a problem with the ECG. Because of this, the pump was exchanged. There were no reported pt complications.

Manufacturer narrative:
The arrow field service rep investigated this report. He replaced the low level EKG cable along with the slide connector. The pump was functional tested and returned to service.